Event description:
Customer reported the insulin pump would not work properly after the past few battery changes. Blood glucose was 120 mg/dl. Customer stated after inserting a new battery the display would not turn on. Customer was going to the store and the device was just on. No physical damage on the device was noted. The device was not dropped or bumped. The device was exposed to moisture on (B)(6) or (B)(6) 2014, it got a little wet, nothing happened, and it was dried. The device had briefly fallen into the shower. No alarms. Self test was performed and device passed. Replacement battery cap was sent. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.